Manufacturer narrative:
The customer is now operational with the recommended software installation as recommended by the lead investigator. At this time, no further investigation was necessary as the issue was resolved by following the guidance from headquarters support. Per the customer, rapidcomm quickfix515801 was already installed. Quicfix515802 was not installed, so quickfix515802 was installed and the problem has been resolved.

Manufacturer narrative:
Siemens preliminary review of the data files do not narrow down this allegation. A further investigation of the log files has been requested. We need to have a description of where the "overwriting" was observed, lis/his/rapidcomm screens and how it was identified as an overwritten sample. This will help point to what future files the investigators will need to look at, if they are still available. This MDR is being filed out of an abundance of caution due to the limited information provided by the customer.

Event description:
The customer is claiming that their rapidcomm core license software is mixing up results and patient data. There is very limited information that has been provided. Siemens is in the process of trying to gather additional information. This MDR is being filed out of an abundance of caution due to the limited information provided by the customer. There is no report of injury due to this event.